Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient¿s family member/friend that the patient never had experienced therapeutic effect and they had implanted a new ins that day of the call, (B)(6) 2019 because the old one hadn¿t worked/the device wasn¿t working. The caller reported the patient used it for one year and it didn¿t work well. The caller stated sometimes it would work and sometimes it wouldn¿t. The caller stated it helped maybe ¿20% of¿ their symptoms. It was noted that the patient had the device for bladder and bowel. There were no further complications reported.